Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that target urinary frequency symptoms returned suddenly, noting that ins was working to provide better than 50% symptom control at first, but then it dropped down to maybe 20 or 30% control and patient was back to getting up frequently at night. Patient elected to increase stimulation on current program from 2.5v to 2.7v. And felt stimulation in the target area(right buttock). No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that he was still getting up every hour to two hours at night and several times at night to urinate. Caller stated they have an appointment on (B)(6) 2019 and healthcare provider (hcp) asked to contact rep. Patient reported he was not getting any relief from therapy and he was very frustrated with process and procedure. Patient stated nobody was giving him the right answer and he may get the device remove.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-mar-26. There was a return of symptoms and new symptoms. The patient noted that they stopped taking the oxybutynin. Their change in therapy/symptoms were noted to be gradual. It was a gradual return of leaking. They are fine when they sit or lay but when they stand up, they leak. Prior to the implant, the patient never had any bowel issues but now they do. The return of symptoms began maybe a few months ago or so and the new symptoms have been since implant. The patient mentioned going to the bathroom every hour/hour and a half over night. They are taking finasteride and oxybutynin so they do not have urge. But they stopped taking oxybutynin. Their urinary frequency symptoms returned and they have no control of frequency at night. During the report, the patient was able to use the patient programmer (pp) and verify stimulation is currently on by noticing the lightning bolt in the upper left-hand corner. The patient is on program 1 and increased stimulation to 2.5 which is comfortable sitting, standing, and walking. The patient is aware to decrease stimulation if stimulation becomes uncomfortable. The patient will continue to track their symptoms. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they still had frequency issues and going to the bathroom every hour to hour <(>&<)> a half overnight (since implant ¿ (B)(6) 2018). They stated that the programs on their programmer had ¿gotten close but no cigar¿. The stimulation was at 1.9 on program 4 and had tried all programs. In addition, the patient reported that they were constantly having to take miralax for their bowels to move which had ¿semi worked out¿ for them. This had occurred shortly after implant. The patient was redirected to their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.